Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) due to noise. The noise was determined to be related to electromagnetic interference. The patient was working on an air conditioning unit at the time of the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.